Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited functional undersensing, loss of capture, elevated pacing thresholds and decreased r-wave. This was found to be due to a dislodgement. Subsequently this rv lead was repositioned. No additional adverse patient effects were reported.